Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath, after a peripheral leg interventional procedure. Reportedly, there was no pulsatile blood flow from the marker lumen. The device was removed and a second proglide device was used with the same results. The second proglide was advanced over a short wire and a hematoma developed. The size of the hematoma was not known. Manual arterial compression was applied to achieve hemostasis; however, later it was reported that the patient would not stop bleeding and was taken to a hospital. Hemostasis was ultimately achieved with a covered stent. It is unknown if any medication or blood transfusion was given to the patient due to the use of the device. There was no reported adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.